Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm bad sensor alert. Customer's blood glucose at time of incident was 97 mg/dl. The customer stated that bad sensor alert occurred after a 2nd consecutive calibration error and discussed timing of calibrations leading to alert and calibration protocol. Customer stated it mostly goes low at night and the pump will go into threshold suspend and high blood will go high. The customer was advised that pressure at the site may cause sharp drops with the sensor glucose. The customer was advised to removed and change out the sensor and we will replaced sensor.